Manufacturer narrative:
The devices were not returned to edwards for evaluation. However, imaging of the procedure was made available to edwards. Based on the imagery observations, it is possible that procedural factors contributed to the valve embolizing into the aorta. As seen during imagery review, the balloon was able to be deflated without issue. However, the flex catheter may have been flexed while the delivery system was being removed, causing the balloon to press up against the side of the valve and subsequently getting caught. However, since the imagery provided did not include the complaint event itself (balloon stuck on valve during withdrawal), a definite root cause for the reported event cannot be determined. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per the imaging observations, the exact cause of the valve embolization could not be confirmed. However, it is possible that procedural factors (catheter may have been flexed while the delivery system was being removed, causing the balloon to press up against the side of the valve and subsequently getting caught) may have caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-03531. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, after valve deployment in a tf tavr case the balloon seemed to be stuck or hooked onto the valve. During an attempt to retrieve the balloon the valve dislocated from the annular position, with the balloon, towards the ascending aorta. In the aorta, the balloon was successfully detached from the valve with some manipulation. The valve was successfully pulled into the descending aorta and implanted there. A second 23mm sapien 3 valve was prepared and implanted in the correct position. The patient is doing well.